Event description:
Three events: (1) - calibrated properly, worked well until reached heating phase then displayed "thermal probe error 2". Machine turned off/on, connection checked, and reconnected. Call placed to rep. New kit obtained; canister and lines replaced. Error cleared; procedure complete without incident. (2) - displayed the same error message as listed above, during the startup calibration, prior to the patient entering the room. New kit obtained and installed without improvement. Call placed to rep. Tech support determined it to be an internal error. Machine removed from service not used in case. Loaner machine provided by rep within a week. (3) - loaner machine calibrated properly. During case there was noted to be "fluid loss" x 2 per machine, no fluid was noted in vagina. Uterine cavity examined with no perforation noted. Fluid level maintained. Heating phase began and proceeded for 5 minutes. A fluid loss of 1cc/min noted. Md felt that it was related to cavity distention as no fluid was noted in the vagina. Heating was resumed for 1 minute; "thermal probe error" was noted. The fluid was then cooled and procedure aborted.